Manufacturer narrative:
The zoll platform was returned to zoll on (B)(6) 2017, for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
After powering on the autopulse platform (s/n: (B)(4)) for patient use , it was reported that the platform displayed a system error, out of service, revert to manual CPR error message. The responding healthcare team performed manual CPR. The platform was removed from service. According to the reporter, there was no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The primary complaint was confirmed during archive data review. The root cause of the issue was due to a defective processor board. The autopulse platform is a reusable device and was manufactured in july 2007. Therefore, this type of issue is characteristic of normal wear for the life of the device. The processor board was replaced. Visual inspection was performed and no damage was found. During functional testing, it was found (unrelated to the reported complaint) that the driveshaft was intermittently stiff when rotated. To resolve the issue, the clutch plate was replaced. The platform passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).